Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2002, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
It was reported a volume discrepancy occurred. The actual residual volume was 20ml, whereas the expected residual volume was 2ml. This volume discrepancy was noted at both the first refill appointment, as well as this second appointment. It was stated, ¿we got something going on with the catheter.¿ it was unknown if the catheter was checked for patency at the time the pump was implanted. It was stated, a catheter revision was likely, but not scheduled yet. The patient¿s pain status was reported as ¿fine.¿ the patient had oral pain medication as well, but didn¿t have the need to take them often. The pump was used to deliver morphine. It was later reported that ¿something was going on with her catheter; a kink or occlusion.¿ the patient had plans to meet with the surgical health care provider in the week of (B)(6) 2013 to discuss further.